Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and in lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The patient site cart (psc) ccc was installed into the golden system where reported failure was triggered by indicating faults on the ccc, replicating the report event. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that the patient cart would not complete the power-on self-test, resulting in a system fault. As an initial troubleshooting step, the site was instructed to perform an emergency power off (epo) and move the blue fiber cable from the console to the robot. However, this did not resolve the issue, as the fault persisted and the port number changed from port 2 to port 3 in the tower log. The procedure continued as planned with no report of patient injury.